Event description:
It was reported that a stent damage occurred. Vascular access was obtained via right radial artery. The >85% de novo target lesion was located in the mildly calcified and moderately tortuous mid left circumflex artery. The 2x10mm unspecified balloon catheter was used for pre-dilatation. A 16 x 3.00mm taxus liberté drug-eluting stent was advanced to the target lesion but failed to cross and stent was damaged during manipulation. The physician stented the lesion with 2.75x16mm taxus liberte drug-eluting stent. Final coronary angiography revealed a good result with timi iii flow. No patient complications were reported and the patient status is stable post procedure.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis with the product mandrel inserted through the guidewire lumen and the stent protector over the stent. During analysis, the mandrel and stent protector were removed. A visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. Vascular access was obtained via right radial artery. The >85% de novo target lesion was located in the mildly calcified and moderately tortuous mid left circumflex artery. The 2x10mm unspecified balloon catheter was used for pre-dilatation. A 16 x 3.00mm taxus liberte drug-eluting stent was advanced to the target lesion but failed to cross and stent was damaged during manipulation. The physician stented the lesion with 2.75x16mm taxus liberte drug-eluting stent. Final coronary angiography revealed a good result with timi iii flow. No patient complications were reported and the patient status is stable post procedure.